Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of a break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, the patient experienced a break in aseptic technique, described as the patient made a mistake. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on an unreported date. On an unreported date, the patient began remedial daily treatments with reflin and amikacin. The root cause of the peritonitis was the break in aseptic technique, described as the patient made a mistake. The outcome for the peritonitis was unknown and the outcome for the break in aseptic technique was not reported. Dianeal remained ongoing. The consumer believed the peritonitis was not related to dianeal pd2 ultrabag therapy; however, did not provide an opinion of causality for the break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. The cause of the reported condition of peritonitis is use error- poor aseptic technique.